Manufacturer narrative:
Sections with additional information as of 17-sep-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure that the customer's condition improved: able to establish contact with customer and stated condition had improved and customer was not currently having any diabetic symptoms. No medical intervention since the last call was reported. No additional blood tests had been performed using the truemetrix meter. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure the replacement products resolved the initial concern: able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer was concerned with test results obtained of 221, 276, 250 and 197 mg/dl. The customer¿s expected fasting blood glucose test result range is 127 mg/dl. Customer was not using the proper testing technique. At the time of the call, the customer reported feeling tired and sluggish; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 232 mg/dl using truemetrix meter. Customer was not satisfied with the result, as she did not eat since 11 am that morning. The product is stored according to specification in the closet. The test strip lot manufacturer¿s expiration date is 08/25/2021 and open vial date is 06/30/2020. The meter memory was reviewed for previous test result history (customer was not concerned with the result of 75 mg/dl fasting): (B)(6).